Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a saccular 59 mm in diameter thoracic aortic aneurysm in zone 3. The proximal neck was 26 mm in diameter and the distal neck was 15 mm in diameter. There was no calcification or thrombus. It was reported that the patient presented emergently with a damaged vessel distal of the 26x22x114. The physician treated the vessel with another manufacturer¿s devices. The physician commented that the event was caused by the relevant device and that the radial force was too strong.

Event description:
Additional information was received for this case. The patient was initially treated for a chronic type b dissection. The aneurysm was fusiform.

Event description:
It was reported that the patient experienced paraplegia requiring medication two days post-secondary intervention. The investigator assessment states that the event in not related to the product or the procedure. The physician¿s commented that both legs were confirmed to have muscle weakness and paraplegia. After that, the patient started rehabilitation. The patient was discharged a few months later. As for this case, it would be caused by procedure of additional treatment carried out. There was no causal relationship between procedure and this case because this case was not caused by the initial procedure with targeted device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (perforation). (Cause of event is unknown). Unapproved use of device (marfan syndrome). Evaluation conclusion: (cause of event is unknown). Known inherent risk of a procedure (perforation). Off ¿label, unapproved or contraindicated use (marfan syndrome).